Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break could not be confirmed due to component not returned. The reported resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a chronic total occlusion percutaneous coronary interventional procedure. Reportedly, after successful suture deployment, the knot was advanced using the suture trimmer and hemostasis was noted to have been achieved. When attempting to advance the suture trimmer to lock the knot, the suture trimmer was trapped by tissue at the puncture site. A butterfly clam was used to spread the puncture site tissue and the suture trimmer was able to advance without any resistance; however, during tightening of the white suture to lock the knot, the suture snapped. Blood was flowing out and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.